Manufacturer narrative:
(B)(4)

Event description:
A trainer called and stated the segments were missing from the display of the customer's coaguchek xs meter. This issue may impact the interpretation of patient results. While on the line with customer support, a display check was performed and confirmed segments were missing. The trainer stated the customer then used the trainer's meter to perform testing. There was no allegation of an adverse event.

Manufacturer narrative:
The meter was received for investigation. The device was opened and a visual investigation performed. An issue with the circuit board or an electronic component on the circuit board was found. There was a ragged controller pin on the circuit board.